Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a discrepant product return of another medium-large clip applier instrument with lot k10220104/0111 from the site with no allegation of a product issue. Failure analysis was performed and completed for this discrepant return. Investigation confirmed that the instrument operated as expected. The instrument was placed and driven on an in-house system, and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. Visual inspection found no damage. The instrument was fully functional. No product issue was identified. Instrument log review confirmed that the instrument returned as discrepant was last used on 08 dec 2022 using system sk3886 with 41 usage life remaining. No usage was logged on 12 dec 2022 for this product.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is in progress to determine the cause of this reported event. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument clips released without any issues. Issues related to instrument errors or complications using the instrument reported by the mishandling or misuse with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by site: the instrument was found to have a bent grip and the tip does not align with the other grip. Common causes of the failure mode of the bent instrument grips -tips are typically attributed to the mishandling/misuse. Bent grips with an offset < 0.012¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Common causes of the failure mode of the corroded/contaminated instrument bearings are typically attributed to the mishandling or misuse. For example this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The complaint regarding clip application issue was not confirmed by failure analysis. A review of the instrument logs for the medium-large clip applier (part# 470327-12/ lot/serial# (B)(4) associated with this event has been performed. Per the review, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 1 use remaining after the last procedural usage. No image or video was available for review. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The medium-large clip applier instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. Since no issue was found with the instrument, there is no associated fmea item or risk score. Complaints are tracked via the qms processes. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would not release the clip once it was applied on tissue. The customer tried to release the clip from the clip applier by using a prograsp instrument. The customer used another clip applier instrument for the rest of the case. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during procedure, the clip fell inside the patient and was retrieved before the next clip application. The procedure was completed robotically. The fragment was retrieved by using prograsp forceps instrument and removed via the assist port. The clip was visually confirmed to have been retrieved. No additional surgical procedure was required to remove the clip. There was no harm or injury to the patient. The instrument was inspected visually prior to use. There was no damage or anything out of the ordinary with the instrument. The incident happened while the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon was using the medium clip applier and the size of the clips used on the vessel was unknown. The vessel or tissue was not greater than the specified diameter suggest. The 1st clip application was when the issue occurred. The issue was resolved by using another clip applier. When the instrument was removed, the wrist was straightened and there was no resistance felt upon removal of the instrument through the cannula.